Event description:
During a vascular procedure the dr operating the system was in the process of positioning the c-arm relative to the pt table. After releasing the control joystick to observe the c-arm/table clearance, the c-arm allegedly moved without command, striking the table. The collision caused the pt to fall off the table. The pt was given an exam, including a CT scan, to determine that there was no serious injury sustained.